Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: guidewire lumen separated, balloon burst radially (does not appear to be missing any balloon pieces), slight kink on distal end of steering tube, and adhesive present at y-connector under uv light. Imaging was provided and reviewed. The nose tip and guidewire lumen are separated from the delivery system and the balloon burst near the end of deployment. Functional testing was unable to be performed due to the condition of the returned device (balloon burst and guidewire separated). Dimensional testing was performed on the single wall thickness of the balloon at six different locations along the radial tear and was found to be in within specification. During balloon manufacturing, the balloon are 100% visually inspected for fish eyes, crow¿s feet, contamination, balloon working length, diameter, proximal and distal leg inner diameter (ID), proximal leg outer diameter (od), and double wall thickness. During manufacturing of the delivery system, the balloons are 100% inspected for contamination per procedure prior to the pleat and folding. The devices undergo 100% final inspection by manufacturing and quality per procedure. The balloons are visually inspected using minimum 8x magnification for: scratches, tears, wrinkles, and excessive adhesive on or within balloon. The entire delivery system is inspected for mechanical damage (i.e. Kinks, breaks, and separation), misplaced/missing/extra/incorrectly assembled parts, and contamination. In addition, balloon burst testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. During manufacturing, the delivery system is 100% visually inspected by manufacturing and quality per procedure, for the mechanical damage (i.e. Kinks, breaks, or separation). These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Based on an edwards lifesciences technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon- burst¿, ¿delivery system- withdrawal difficulty-through sheath¿ and ¿distal tip, nose tip- separated¿ were confirmed, and no manufacturing non-conformities were found in the returned sample. Review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. It was noted that the degree of calcification in the annulus and leaflets were moderate. This indicates that the balloon may have come into contact with the calcium, resulting in the burst. Based on this account and a review of complaint history, it is likely that the root cause of the balloon burst is related to those detailed in an edwards lifesciences technical summary. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. Additionally because the balloon burst, it is likely the torn balloon got caught on the distal tip of the sheath during withdrawal, and excessive or forceful manipulation of the device caused the nose tip to become separated. As stated in the complaint description, ¿during retraction of the system the distal part of the balloon got stuck on the outside of the introducer¿. The ruptured balloon was caught on the sheath tip. Per procedure, in event of a balloon burst, excessive force should not be used to withdraw the delivery system through the sheath tip. Available information suggests that procedural factors may have contributed to the complaint events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required per procedure. The complaints were confirmed. In this case, available information therefore suggests that patient factors (calcification) and/or procedural factors (excessive force used during withdrawal) likely contributed to the complaint events. The occurrence rate does not exceed the october 2018 control limits for the trend category, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during the deployment of a 26mm sapien 3 valve by transaortic approach, the certitude delivery system balloon burst. The valve was not fully expanded but still attached to the calcium. During retraction of the system the distal part of the balloon got stuck on the outside of the introducer. Different instruments assisted the doctors to grab hold of the distal balloon parts and remove it at the same time as the introducer was retracted. A new introducers was then inserted and the valve was dilated to full expansion with a new balloon. During the rescue maneuvers the left ventricular (lv) was most likely perforated with the guidewire. The patient was converted to an open procedure and an attempt was initiated to try to close the perforation. Post procedure a total of three reoperations had to be performed due to bleeding. The patient is alive and stable after prolonged intensive care and open surgery. Of note, there was no pieces of the balloon left in the patient. The distal part of the balloon was separated when trying to retract the balloon. As reported there was no bav performed prior to valve deployment.